Manufacturer narrative:
Infection: the cause of the injury was not determined due to insufficient clinical details. Asae /hematoma: the root cause of the access site adverse event was not determined due to insufficient clinical details.

Event description:
Additional information was received stating, "the pump is not available for return and pressure was held on site for hematoma with good effect."

Manufacturer narrative:
Additional information was provided in b5 (event description). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D4: corrected serial number and catalog number.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A (B)(6) patient was scheduled for a high-risk pci necessitating emergent impella cp implantation for hemodynamic support (bailout). The patient was intubated and sedated following the event. Upon arrival from cardiac catheterization laboratory, hematoma was observed at impella access site in left femoral artery and heparin was put on hold. Subsequent imaging ruled out retroperitoneal bleeding, and there were no impella-related alarms or concerns throughout the course. The patient was progressively weaned to lower support settings (p2¿p3) while maintaining hemodynamic stability. Neurological status was intact after extubation, and discussions were held regarding possible explantation or tavr, contingent on clinical progress. Later, the patient was maintained on p5 with flows of 2.8 l/min: however, a positive blood culture delayed tavr planning. Diuresis was initiated, and pressor weaning continued. Ultimately, the patient was successfully weaned from impella cp support without device-related complications. Based on the clinical information available, the impella cp will be coded for hematoma, infection and serious injury as outcome. The hematoma observed at the left femoral artery access site is most likely related to the large-bore arterial access required for impella insertion combined with systemic anticoagulation therapy, which is standard for device management. It is a known device-related risk documented in the impella cp instructions for use. The infection and associated treatment delay are conservatively coded as origin of the positive blood culture remains unclear and was not related to clinical implications.